Event description:
I had surgery to have a vp shunt put in the treat hydrocephalus. After the surgery I began having pain in my abdomen, stabbing, scraping pains from the catheter. I am in pain when I move and even when I am sitting still. I go back to the doctor on monday (B)(6) about this issue. I did inform my surgeon and went in for an office visit concerning this matter on the (B)(6).